Event description:
It was reported that the customer went to the emergency room with a blood glucose level of 524 mg/dl, with moderate ketones, which were identified as dangerous by healthcare professionals. There was no injury, and the pump showed no issues, functioning as intended. The customer received intravenous fluids of saline and multiple daily injections, which resolved the blood glucose issue, and there was no permanent damage. The customer was discharged from the ER on the same day.